Event description:
A patient capillary sample was tested, using the suspect device, with results of 469, 369, 425 mg/dl (performed back-to-back). Reporter stated that, within 10 minutes, a venous sample, from the same patient, measured 287 mg/dl in a reference lab. Reporter noted that patient was non-fasting. According to reporter, patient was not treated based on the results obtained on the suspect device; rather, patient's treatment was based on the lab value. Quality control tests were reportedly performed on the system, and had tested within the acceptable range. Technical support requested the return of the suspect device and replacement product was shipped.